Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system, the mini pocket 4.12 does not open far enough to easily remove medication. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini pocket 4.12 was not opening far enough. A field service engineer (fse) confirmed nothing was jammed/sticking, found bad control unit in 1x1, powered down the station, removed back panel from back of mini drawer 4, released middle row, and engaged the release lever but issue persisted. The fse got a flat piece of metal, ran it along the bottom of the mini engine to release it from the drawer, after several attempts got the controller unit to release and replaced it, then the fse installed new mini engine and connected engine ribbon to controller board and resolved the issue. The system functioned as intended after the field service engineer repaired the device.